Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had three backup batteries exchanged due to a backup battery fault alarm. The backup battery was exchanged for the first two alarms. When the third alarm occurred, the system controller was exchanged with the battery.

Event description:
It was additionally reported that the alarms resolved following the exchange.

Manufacturer narrative:
Section d4: corrected catalog number manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not able to be confirmed. Upon arrival of the returned heartmate 3 system controller (serial number: (B)(6)), a log file was downloaded for review. The log file contained information spanning approximately 2 days of patient use ((B)(6) 2024 per timestamp). Prior to the controller being exchanged, the pump operated within the expected speed range, and no abnormal events or alarms were observed. The driveline was disconnected at 11:34:53 on (B)(6) 2024, and the controller was shut down shortly later at 11:35:23. The returned system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing, atypical alarms were not able to be reproduced. The root cause of the reported alarms cannot be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. It was noted that sx003148 is the serial number of the backup battery that was included with the controller¿s original packaging. The controller returned with backup battery gx255366; this battery was observed to pass initial inspection testing. The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.